Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer states that a few weeks ago an employee went to activate the heel warmer. When the employee activated the warmer, the warmer exploded on the walls and the employees face and eyes. The employee used the eye wash immediately. There was no additional medical intervention but the employee did have some irritation around his face and eyes. The customer further reports that the top of the warmer looked liked it was not fully sealed.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.